Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an out of range impedance alert via remote monitoring that this single coil right ventricular (rv) defibrillation lead was displaying variable shock lead impedance measurements of 125 ohms. Boston scientific technical services (ts) discussed this is not a concern with respect to a lead fracture and suggested changing the out of range limit to 150 ohms, that is more meaningful for out of range values for this patient. The health care professional (hcp) requested an email from ts summarizing this information. Ts plans to work with boston scientific's reliability communications department to generate a letter. No adverse patient effects were reported. The lead remains implanted and no further concerns have been reported.